Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer had failed.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. A field service engineer (fse) arrived at the station and found a medication spill from a mini-drawer above the matrix drawer, which had caused the matrix controller to short out. The fse replaced the controller card, configured the drawer, and ran a complete set of tests using the hardware test application. All tests passed successfully. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer had failed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of "d6 or 26 failed drawer" was confirmed by field service engineer and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that after arriving at station, medication spill was found coming from a mini drawer located above the matrix drawer, and it was determined that the matrix controller had shorted out. Consequently, the controller card was replaced, and the drawer was configured. Ran complete hardware test application (hta) with no issues observed. During dchu visual inspection: pn 118213-31: the unit was received with significant thermal damage, including burn marks on multiple components, carbonization, fluid contamination, and burned pcb traces. During dchu testing: pn 118213-31: no testing was performed since signs of thermal damage were observed, including extensive burn marks affecting multiple components, visible carbonization in the affected area, contamination likely caused by fluid ingress, and burned traces on the pcb. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "d6 or 26 failed drawer" was due to contamination consistent with fluid ingress, which led to a short circuit in the pcba affecting multiple components causing carbonization in the affected area and burned traces on the pcba. This condition resulted in localized thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer had failed. As per part investigation, it was determined that the drawer failure was due to fluid ingress causing a short circuit and thermal damage on the pcba, resulting in compromised functionality however, there were no delays or adverse events or injuries reported based on this event.